Event description:
On (B)(6) 2025 a customer reported an unexpected negative phenotype result for a manual assay.

Manufacturer narrative:
No samples or reagents were returned to immucor by the customer that would allow for further investigation. No specific root cause or defect was identified. No instrument problem was identified. There is no specific action that users are expected to take to mitigate the reported device failure/malfunction. On (B)(6) 2025 immucor performed n antigen typing on known 4 n positive and 4 n negative cells from retention panocell-10 lot 38221 using retention anti-n lot 994036. All n positive cells resulted positive, and all n negative cells resulted negative as expected. Retention product performed as expected. The customer issue was not reproduced. No product problem was identified. The immucor internal reference for the associated record is pr# (B)(4).